Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they insulin pump had buttons are unresponsive. The customer¿s blood glucose was unknown. The customer was declined to troubleshooting. Customer stated that insulin pump was cracked and received unexplained no delivery alarm. Customer stated that insulin pump was received diminished battery life and reject brand new battery. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify failed battery test alarm and charge or battery lasts less than inspected anomaly due to buttons not responding. Device received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted.